Manufacturer narrative:
Two samples were received in used condition. One sample was observed to have a separation on the parting line of one side of the circuit. The other sample was observed to have damage on the edge of the circuit leading to a hole. The reported problem was confirmed. The root cause was unable to be established.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device leaked during priming. This occurred with two devices. There was no patient involvement, and no patient harm/adverse event reported.